Event description:
The report stated that a water leak occurred at the connection of the handle and tubing after 2 minutes of a radio frequency ablation procedure. The physician opened a new needle electrode and completed the procedure.

Manufacturer narrative:
Incident sample was not returned for evaluation, therefore, an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water, which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.